Event description:
It was reported that the pt developed an infection 11 days post-op. Culture was positive for propionbacteriumacnes. Pt #1. The surgeon involved has had two infection case (same organism) reported from the same facility. Surgeries took place 3 days apart and involved different part numbers. The pt was re-scoped and the joint was flushed. During follow up, company representative reported that one of the pts had a similar problem 1 year ago as a result of surgery on the contralateral shoulder, perhaps a pt with higher risk to infections. To this date, there are no plans to remove any of the implants. This device is used for treatment.